Manufacturer narrative:
Section d10 references: product ID: 37612; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had not charged their deep brain stimulation implantable pulse generator (ipg) device in multiple months. The right implantable neurostimulator (ins) would not communicate with the patient programmer, wireless recharger (wr), or cp application. Instructions were provided on how to perform a physician recharge mode. The device was successfully activated and turned over within a few minutes. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they were able to bring back the left neurostimulator by doing a reset with the wireless recharger, but the right implant was unable to come back. The rep noted during the reset they held the button and the amber light kept going away, but if they held it for 6 seconds versus a long 4-6 second press the issue was resolved. The hcp decided to replace both batteries on (B)(6) 2025 with primary cell batteries so the patient didn¿t have to worry about the burden of recharging given their situation and being in a psych institute. The patient now had therapy.